Manufacturer narrative:
A device history record review was performed for this device on (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Additional concomitant medical products: (left) mentor smooth round moderate profile (B)(4) saline breast implant, catalog # 3501695, (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with two mentor smooth round moderate profile (B)(4) breast prostheses where the left implant deflated. Additionally, the patient experienced capsular contracture on the right side (grade iii-IV). As a result, the patient will undergo bilateral explantation on (B)(6) 2018. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available. This report addresses the device explanted for capsular contracture.

Manufacturer narrative:
On 6/30/2018, additional information was received, indicating that the right-side implant was possibly also partially deflated. The devices were not replaced upon removal. On 7/2/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Yellow material was observed within the device and on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 11 cm located on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Microscopic examination revealed parallel striations. These striations are more indicative of sharp instrument damage rather than shell failure due to wear. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related to the manufacturing process. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. It has also been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is also a known complication associated with these devices, and is similarly referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).